Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the bending angle in the up direction and the play of the up/down knob were out of standard value due to wear of the angle wire. The adhesive around the light guide lens was peeled and there were scratches noted throughout the device. The forceps channel port was shaved and the control unit had discoloration. The scope connector was dirty due to water leakage and the adhesive on the bending section rubber had a chip. There was a lack of image on the monitor due to dirt on the objective lens. It was noted that the device was cleaned, disinfected and sterilized prior to being returned to olympus. The customer could not identify the foreign material. There was no delay in precleaning and no issues with reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii colonovideoscope angle was down. Inspection and testing of the returned device found that foreign material came out of the channel tube. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer aspirated water through the instrument/suction channel. There were no abnormalities in the accessories used for reprocessing. The endoscope was not immersed in the detergent solution. The instrument channel outlet was wiped/brushed with clean lint-free cloths, brushes, or sponges. The instrument channel, instrument channel port, and suction cylinder were brushed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): instructions, operation manual for gif/cf/pcf-190 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for gif/cf/pcf-190 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.